Event description:
It was reported that a skin irritation causing redness and a scar had occurred from the pods adhesive while wearing the pod. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.